Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history lot review was completed for this lot and there were no complaints found to be related to the reported event. A review of the device labeling was completed. Endophthalmitis, decreased/impaired vision, retinal detachment and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular microbypass stent system procedure, the patient presented with endophthalmitis thee (3) days postoperatively and reported experiencing cloudy vision. The patient was instructed for immediate examination (same day) which found that a retinal detachment has occurred. Subsequently, the patient underwent surgery after the observed retinal detachment. Through follow-up, the surgeon reported the following additional information. Reportedly the patient underwent an uneventful left eye cataract plus stent procedure. Per report, the reported infection was likely from lid margin or conjunctiva flora and endophthalmitis. The eye was cultured and found strep viridians. The report clarifies that a surgical intervention was required to threat the endophthalmitis and vitrectomy with injections were performed. The edema required postop topical beyond the standard postoperative regimen. According to the surgeon, decrease vision was due to rapid progressive endophthalmitis, in spite of vitrectomy (x2) with intravitreal antibiotics and aggressive topical postop antibiotics. During follow-up examination, the patient was referred to a retinal specialist for consideration of retinal detachment repair and keratoprosthesis. The adverse event was reported as ongoing with patient transferred from the initial referred specialist to another retinal specialist. The most recent prognosis was reported as ¿significant inflammation and detached retina¿. Additional information about the patient status is being requested.

Manufacturer narrative:
MFR# reference: (B)(4).